Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: 2021-04363

Event description:
A health professional reported that after an intraocular lens (iol) implant surgery, the patient is experiencing blurry vision. The lens was exchanged for another lens one month after the initial surgery. Additional information has been requested.